Manufacturer narrative:
The manufacturer did not receive devices for review. Review of the device history records was not possible as the lot number was not provided. As soon as additional information becomes available and an investigation result is available an updated report will be submitted. (B)(4).

Event description:
It is reported that the patient underwent a two stage revision for infection and loosening. The first stage occurred on (B)(6) 2014 and the second stage occurred on an unknown date.